Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed a rash located underneath the front therapy electrode pad described as bumpy, itchy, and dry. The patient reported using neosporin on the affected area and discussing it with his doctor who advised to continue treatment with neosporin. Follow-up indicated that the rash had healed.